Event description:
The customer reported that the unit shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the unit would not operate on ac power but would operate using battery power. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence. The service technician replaced the power supply to correct the finding. Extended self testing (est) and other applicable testing was completed and all tests passed per operating specifications.